Manufacturer narrative:
Corrected device codes: 1562.

Manufacturer narrative:
Corrected event narrative: it was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The device broke at needle hub, during use; other words, it was a needle/suture pull off so threads pull out from the needles. Another like device was used. Procedure was completed without any issues. No adverse patient consequences were reported. Additional information was requested, and the following was obtained: did the needles break? Or did the threads pull out from the needles? - it was a needle/suture pull off so threads pull out from the needles additional summary: one empty opened foil and one used needle of product code pdp9967 were returned for analysis. During the visual inspection of detached needle, the closure of the channel area was noted to be as expected. The barrel hole of the needle was examined, no suture remnant was observed, and marks were found on the body needle. The suture was not received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident. Representative samples: twenty-one unopened samples were returned for analysis. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 4 device issues captured in reports 2210968-2019-88376, 2210968-2019-88377 and 2210968-2019-88379. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: any adverse patient consequences and what medical/surgical intervention was performed? No patient consequence reported. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences. No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needles break? Or did the threads pull out from the needles?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The device broke at needle hub, during use. Another like device was used. Procedure was completed without any issues. No adverse patient consequences were reported.